Event description:
It was reported that a patient underwent an anterior and posterior repair procedure in 2007 and mesh was implanted. The patient experienced an area of mesh folding which corresponded with pain and discomfort. The folded mesh was treated surgically and the pain resolved after the re-operation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2012-04927. The same device is represented in each medwatch as it was involved in two events.